Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation surgery with two unspecified gel breast implants experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 305cc mentor memoryshape breast implants on (B)(6) 2017. This medwatch form is for the left breast prosthesis.